Event description:
Information received indicates the brake will set but does not hold. The caster is leaning.

Manufacturer narrative:
The technician replaced the caster support and the bushings to repair the bed.